Event description:
It was initially reported that the patient had vocal cord paralysis in his left vocal cord, diagnosed by an ent. The patient had recently seen a chiropractor, who adjusted him and shortly thereafter he started having issues with his voice. The physician felt that the adjustment was the cause of the onset of the vocal cord and had our device not been present this would not have occurred. Diagnostic were within normal limits and it is unknown if the vocal cord paralysis was present or worse with stimulation. The patient does not have a medical history of this prior to vns. Interventions to be taken are unknown at this time.